Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found there were no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the investigation results, the customer reported "there is foreign material (something) inside the channel,¿, could not be identified. We could not identify the foreign material. We could not specify root cause of the foreign material remaining in the subject device. We could not identify the foreign material from the provided information. Since no photo was provided by (B)(4), we could not confirm presence/clogging of foreign material inside the channel, nor identify the foreign material. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿chapter 3 preparation and inspection. Chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during reprocessing the brush got caught in the colonovideoscope. There was something inside the channel. There were no reports of patient harm associated with this event.